Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends along its length. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The introducer sheath was fractured proximal to the friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed the introducer sheath was fractured proximal to the friction lock. This damage was likely a result of forcefully gripping the introducer sheath during advancement against resistance. During functional testing, resistance was experienced while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Then the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further evaluation revealed pusher assembly bends. These bends were likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (avm) using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra guide catheter and placed 13 smart coils and 15 non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil, the pusher assembly was stuck, and the smart coil would not advance from its initial position within the introducer sheath. Therefore, it was removed. It was also reported that the physician forcefully moved the smart coil pusher assembly outside of the patient and, subsequently, the friction lock became damaged. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.